Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument's tip was broken. It happened while reprocessing. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, further details were provided: there were no functional failures with the instrument's movement, grip opening/closing, left/right grip motion, or up/down wrist motion. However, a piece detached/broke off the instrument¿s tip during reprocessing (not during a procedure), and the damage was identified before packaging.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.2100" x 0.1200" was found to be broken off. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.